Event description:
It was reported that during a lap supracervical hysterectomy procedure, the device stopped working in the middle of the case, giving error code 5 and going into standby mode. Case completed with another device of the same product code. No patient consequence.

Manufacturer narrative:
Analysis summary: the analysis results found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument."